Event description:
Periodic test was being performed by the hospital biomedical department. According to the reporter, when pressing shock at the completion of a charge, the shock removed message appeared followed by the connect electrodes prompt. After disconnecting the cable, the analyzing now message appeared.